Event description:
The recipient reportedly elected for revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire in the array region. This is believed to have occurred during revision surgery, system lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device passed the tests performed. This older configuration is no longer manufactured. This is the final report.